Manufacturer narrative:
Due to the information by the customer two cardiohelps were involed with the serial#(B)(4) and serial#(B)(4). The customer did not know what console exhibited the event. As the ssu is unsure which cardiohelp serial number is concerned both serial# were checked by a technician with the following results: cardiohelp serial#(B)(4): according to the service order report 43130746 the technician did a system restore, complete pm, calibration, full functional tests and safety tests as per the service manual. The unit passed all tests. This work was performed on 2019-09-24/26. Cardiohelp serial#(B)(4): according to the summary report 43148309 the technician did a system restore, complete pm, calibration, full functional tests and safety tests as per the service manual. The unit passed all tests. This work was performed on 2019-10-15/16. Thus the failure could not be confirmed. Thus a most probable root cause could not be determined. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. A medical review (dated 2019-10-29) was requested with the following conclusion: "it is deemed that the probable root cause of this complaint is a thrombosis of the above mentioned areas of the claimed device that led to the reported pressure measurement. There is no verification of this assessment available as no device investigation data have been provided." The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Event description:
The customer stated that the cardiohelp unit exhibited a negative delta p of -18 mmhg (shown as a lower pint than part) for extended period of time while being used during patient support . The customer stated that the pressures were properly zeroed while dry during priming and that removing the sensor cable then re-seating the sensor cable to the sensor port did not address the negative delta p. The customer the patient later expired; however, the patient's expiration was not due to this negative delta p. (B)(4).